Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred as the station reboot had not been performed. A technical support specialist rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, multiple keys on the keyboard were unresponsive. The customer reported that they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.